Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: it is reported that the yellow color is not completely on the plate and starts to fade. Devices analysis: six plates were returned for investigation. The visual examination shows that on some parts of the plates the yellow color is not fully visible and discolored. The color code on the plates is only a cosmetic feature which helps the user to use the correct screw system. That means that the plate and screws have the same color code in a system. When the color is partially not available, the function of the plates is still given. This issue has no influence on the integrity of the device. The color coding between the plate and screws is also still given. The anodization is carried out in this case as a bulk material ((B)(4)) internally and also externally. In this case, all the plates are placed in a basket, which is completely immersed in a bath. Therefore, the plates should be uniformly anodized. During the anodizing process, there are several points which may lead to a sub-optimal result (yellow colour is not completely available on the plate). One possibility is that the plates were not properly cleaned and so have residues present on the plate surface that can affect the anodization process. Another possibility is that the plates are not completely immersed in the bath so that the anodization (yellow colour) could not take place everywhere. The most possible root cause is that the plates were not properly cleaned and so have residues present on the plate surface that can affect the anodization process. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported: the yellow colour was not completely on the plates and started to fade. 6 pieces of ti plt l-shp 5-hs lt 075 mm mini 2.0 are involved in this complaint. No additional information available at this time.